Event description:
During preventative maintenance of the device, the field service rep reported that the splash shield was broken. The customer stated that the machine had been crashed into a wall. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.